Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips engineer examined the system on site and confirmed that the system failed to power on. The pdu fan tray and dcps were replaced and returned for analysis. The analysis found that the fan tray interconnection board was defective. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The failure of the pdu fantray can be attributed to the issues resolved in philips correction (2024-igt-bst-024).

Event description:
It was reported to philips that the system failed to power on. No harm to the patient or user was reported. Philips has started an investigation of this complaint.